Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the examination of the returned instrument could not confirm the complaint; however, a different failure was observed. The root cause is attributed to use error through off-axis impact. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On monday march 3 first case of the day we were doing an anterior approach hip. We reamed the acetabular socket then inserted the acetabular cup and x-rayed. Dr didn¿t like cup position so he used the straight pinnacle cup inserter (d221750041) as a tamp to get the acetabular cup in the position he wanted. It worked but he bent the treads on the tip of the inserter.